Event description:
(B)(4). Initial report: this non-serious, spontaneous report was rec'd from a consumer via our affiliate in (B)(4). This report involves a female pt who was administered sculptra (poly-l-lactic acid (therapy dates, dosage and indication not provided). Medical history and concomitant medications were not indicated. This pt reports she was administered sculptra in 2007 the mouth region and has developed a haematoma below the region of application. She refused to provide any further info.